Manufacturer narrative:
The device was not returned for evaluation as it was discarded. The review of the manufacturing records concludes that the product was manufactured, packaged, and released according to global and plant product specifications. Based on the available information, the root cause of this event could not be determined.

Event description:
A doctor's office reported that a patient developed a corneal ulcer in their left eye after wearing a contact lens. The ulcer was infectious and was treated with moxifloxacin and cyclogel. The patient now has a corneal scar, outside the central 6 mm.